Event description:
The customer reported questionable results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4). The results for tsh were erroneous. The sample was tested on two different e601 analyzers. The initial result for tsh on the e601 analyzer was 0.142 uui/ml. The sample was repeated on another e601 analyzer with a result of 2.28 uui/ml. The sample was repeated on the original e601 analyzer with a result of 2.33 uui/ml. The result of 2.33 uui/ml was considered to be correct and released from the laboratory. No adverse event occurred. The tsh reagent lot number was 179276. The expiration date was requested but was not provided. It was noted that the pinch tube was exchanged on (B)(6) 2014.

Manufacturer narrative:
A specific root cause could not be determined. A possible root cause may be related to bubbles or foam on sample surface, sample tube not placed correctly, too small sample volume, sample preparation not followed carefully, or bubbles or foam on reagent surface. A reagent issue can most likely be excluded. There is no evidence for an instrument related issue.

Manufacturer narrative:
This event occurred in (B)(6).